Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The insulin pump passed the functional tests. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 180 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.